Event description:
It was reported the patient presented via a remote merlin.net transmission after receiving therapy. The rhythm is speculated to be svt with rvr. Securesense was passive due to undersensing on the atrial channel. Programming changes were made.